Manufacturer narrative:
A complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk documentation indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
It was reported that bd unknown leakage / catheter defective / damaged the patient was admitted to the second department of our hospital due to cough and chronic bronchitis. On (B)(6) 2024, when the nurse was preparing to infuse the patient, she found that the puncture needle was leaking. The soft needle of the indwelling needle was damaged and could not be punctured. It was replaced immediately and no harm was caused to the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.